Event description:
This patient received a cordis cypher stent in his rca. Approximately two years later, he experienced chest pain. He was admitted to the hospital sent for a cardiac catheterization. Angiography revealed a restenosis of the cypher stent in the rca and a new lesion in the lad. He received 2 taxus stents as treatment; one was placed inside of the cypher stent and the other was placed in the lad. The chest pain resolved with the placement of the stents.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Additional information has been requested and will be submitted within 30 days of receipt.